Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited a shock impedance measurement of >125 ohms. The impedance had been >125 ohms since november 2004. No shocks had been delivered since implant. A boston scientific technical services consultant discussed delivering a 1.1 joule and maximum energy shocks to test the lead integrity.